Manufacturer narrative:
The product was returned for evaluation. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. Continuity testing was performed by connecting one test lead of a multimeter to an electrode connector pin and the other lead to the related electrode. Continuity testing confirmed that the proximal electrode had an open condition in the y-fitting. Distal electrode was continuous without any intermittent condition. No visible damage was observed from catheter body or returned monoject 1.5cc limited volume syringe. Resistance was measured using fluke multimeter. A device history record review was completed and documented that the device met all specifications upon distribution. The customer report of "it was unable to pace during use even at around 10v output. However, the catheter was not replaced since the patient's spontaneous pulse was returning. There was no problem noted with the pulse generator" was confirmed. An awareness training was conducted at the manufacturing site to prevent recurrence of this type of complaint.

Manufacturer narrative:
The device evaluation is in progress. A supplemental report will be sent with the investigation results.

Event description:
It was reported that "it was unable to pace during use even at around 10v output. However, the catheter was not replaced since the patient's spontaneous pulse was returning. There was no problem noted with the pulse generator." No patient injury was reported.